Manufacturer narrative:
The used company iii (d) cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge nozzle and tip had an extremely large aneurysm. The aneurysm was torn on the bottom of the tip. Very heavy tip stress was also observed. The used company iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter and viscoelastic were indicated. The handpiece used was not provided. It is unknown if a qualified handpiece was used. The root cause for the lens stuck appeared to be related to a failure to follow the (instructions for use) IFU. The company iii (d) cartridge nozzle and tip had extensive damage. The cartridge nozzle and tip had an extremely large aneurysm on the bottom. The aneurysm was torn on the bottom of the tip. Very heavy tip stress was also observed. Top coat dye stain testing was conducted with acceptable results. The damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage occurs if the lens/plunger are not positioned correctly for advancement. In addition, it was indicated on the returned questionnaire that lens was in the cartridge 20 minutes before the delivery attempt. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The handpiece used was not indicated on the returned questionnaire. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during the an intraocular lens (iol) implant procedure, when loaded the lens was difficult to push out. The lens was damaged. Additional information has been received that in the surgeon opinion event was contributed due to cartridge or lens.there was no patient contact.